Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted with the reset, and advised the customer to continue using the pump but to call back if the malfunction recurred. The customer acknowledged and understood the instructions.